Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified black particles, white calcification, curved opening. A leak test was performed and found two openings. A microscopic analysis identified a curved(striated) opening on anterior side assessed as surgical damage and a curved(sharp) opening on posterior side assessed as unidentified(tear) opening. A dimension measurement in the shell was performed which identified the thickness to be within specification. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening assessed as unidentified(tear) opening, and a curved (striated) opening assessed as surgical damage. Reason for reoperation is deflation.

Event description:
Healthcare professional reported "calcium deposits over implant". Device was explanted.